Event description:
Caller states customer took apidra insulin based on result of 350 mg/dl obtained on the mobile system. 2 hours later customer was in a hypoglycemic "coma;" she was taken to the hospital where lab value returned as 0 mg/dl. Customer was treated with oxygen and left the hospital 4 hours later. Caller did not provide the type of treatment customer received for hypoglycemia. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.

Event description:
Customer reportedly obtained results of 2.4 inr, 2.6 inr, 2.6 inr, and 2.5 inr on coaguchek system 1 while coaguchek system 2 produced results of 3.0 inr, 3.3 inr, 3.2 inr, and 3.0 inr during duplicate testing with the devices. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.